Manufacturer narrative:
A steris service technician arrived onsite to further investigate the reported event and learned that the employee subject of the event did not handle the maxpure filter and does not work in the room where the system 1e processor operates, rather, in the administration office. The empty maxpure filter bag was placed onto the employee's desk as replacement orders were required. As the employee was placing the order they experienced irritation and contacted steris. The employee confirmed that she was unsure what caused the reported irritation however, the employee stated that she noticed a "chemical" odor from the filter bag. It should be noted that the filter has no chemical property as it is a water filter for the incoming facility's water line to the unit. Additionally, there are no chemicals present in the bag to preserve the filter. This event is considered isolated and no additional issues have been reported.

Event description:
The user facility reported that an employee experienced irritation after coming in contact with a maxpure filter for the system 1e processor. The employee did not seek medical attention and returned to work.